Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and not properly removing air from the cartridge. Tandem customer technical support informed customer to use room temperature insulin and to properly remove air from cartridge. Reportedly, the customer needed to clean the pump vents as well. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.